Event description:
It was reported that the pump was involved in an overdelivery of a insulin solution. It was reported that the pump was programmed to deliver the solution, 100u/100ml, at 5 ml/hr. This was started in the ER for a diabetic pt in ketoacidosis. After approx 30 minutes the 100 ml container was empty. The pt was monitored closely, however due to the pt's previously high bs level, medical intervention relating to the overinfusion was not needed.